Event description:
End user hosp reported that the catheter broke at the tip when they were trying to take the "stylet" out. Product was never used in the pt.

Manufacturer narrative:
Measurements taken of the returned catheter body do not indicate the cause of failure. When similar section of catheter body was stretched in an effort to duplicate the reported occurrence, a force of 17+ lbs. Was required to generate a break. Nothing related to the reported condition was observed during a review of the lot history records. No similar complaints have been reported on this, or any mfg lot. The exact cause of the breakage could not be determined.